Event description:
As reported, when retracting a 7f exoseal vascular closure device (vcd), the indicator window could not change from black-white to black-black, causing an inability to press the deployment button leading to closure failure. Manual compression was used instead. There were no reported injuries to the patient. The device was being used for vascular closure near the end of the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Please note that the lot number is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.